Event description:
According to the information received, after checking and setting up the cmac pm 2 with the mac2 spatula, the monitor was tilted slightly backwards (hinge moved) and then there was a complete power failure. Both the monitor and the light source on the blade were off. The patient was already under anesthesia and relaxed; the tubus was to be inserted at this moment. This was repeated several times after the monitor was switched off and on. The tube had to be replaced during the flight, but the same error occurred again. The error was only reproducible from time to time and also occurred with the mac3 spatula. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the investigation of the product was completed on july 8,2025. During the technical inspection by the manufacturer, the fault description provided by the customer, "after checking and setting up the cmac pm 2 with the mac2 spatula, the monitor was tilted slightly backward (hinge moved), and then there was a complete power failure. Both the monitor and the light source on the spatula were off." Was confirmed. The following faults were identified in total: image quality not ok - socket to application part defective - device surface visually worn the cause of the image error is a defective socket, which negatively affects to the image. This fault and all other defects found are due to signs of wear and tear caused by use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on march 12,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).